Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bronchial resection on a thoracoscopy assisted left lower lobe resection, the adapter became disconnected on the way of stapling, and the firing stopped halfway. The adapter was reconnected, and the knife was pulled back by pressing the down button on the trigger. Although the operation itself and staple formation itself were successful, additional suturing was performed with sutures because the stapling was approximately four-fifths of the bronchus. This resulted to extended surgical time of more than 30 minutes.